Event description:
Per the clinic, the patient experienced swelling and an infection at the implant site that was treated with IV antibiotics. The implant remains in-situ.

Manufacturer narrative:
This report is submitted on february 6, 2023.